Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the ventilator was powering off upon the backup battery depleting after 15 to 20 minutes. The philips field service engineer confirmed there was no patient involvement.